Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom sales rep to report that she experienced an inaccuracy in cgm readings during an extreme low (cgm 82 mg/dl, bg 38 mg/dl). During a f/u call by dexcom technical support, pt reported that she had passed out while she was driving. Paramedics were called and treated pt with glucagon. Pt's blood glucose elevated, and she was not taken to the hospital. Pt had fully recovered at the time of the f/u call with dexcom technical support.